Event description:
A patient underwent uncomplicated cataract surgery with hydrus microstent implantation on (B)(6) 2022. Over the course of a few months post-operatively, the patient was symptomatic for a foreign body sensation which progressed to discomfort and severe pain (especially at night). The patient's symptoms were completely relieved by placement of a bandage contact lens, but symptoms returned with lens removal. Gonio-photography of the anterior chamber angle confirms proper placement of the hydrus microstent within schlemm's canal. On (B)(6) 2022, the device was explanted without complication. Despite explantation, the patient continued to experience pain. The surgeon does not correlate the pain to the hydrus microstent but reports may be due to the prednisolone eye drops. The patient status is "improving and good".

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings; all released product met specification. The device was discarded by the user facility at the time of surgery and is not available for evaluation. The etiology of the eye pain is unknown but does not appear to be correlated with the hydrus microstent. Pain and microstent explantation are listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).